Event description:
It was reported the patient's recharge burden had increased, and the ipg pocket site was heating during charging. A replacement charger was sent to the patient. It was reported the replacement did not resolve the issue. The patient was working closely with his physician for the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field correction. (B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.